Event description:
It was reported that multiple undefined cartridge alarms occurred after the pump fell. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
D1, d2a, d2b, d4 (serial number and UDI number).